Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 80.41 microwatts which affected the longevity and had estimated longevity of almost six years. Additional information indicated that this device was explanted due to product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has notbeen received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 80.41 microwatts which affected the longevity and had estimated longevity of almost six years. Additional information indicated that this device was explanted due to product performance anomaly. No additional adverse patient effects were reported.